Event description:
The hospital reported that during an endoscopic vein procedure, the hemopro tissue welder started smoking in the patient's leg. When the harvester saw the smoke, he removed the device from the patient and saw that the silicon jaw boot had cracked and fell off into the patient's leg. It was retrieved using the jaws of the hemopro. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on jan 26, 2010, for investigation. A visual inspection revealed that the cold jaw boot was missing and the hot jaw boot was burnt. A supplemental report will be submitted when the investigation is complete. (B) (4).